Event description:
Customer alleged blood glucose results of 216 mg/dl and 102 mg/dl when testing was performed back-to-back on the aviva system. The customer did not report symptoms and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.